Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Healthcare professional later reported simple cysts and calcification via mammogram and calcification via mammogram and ultrasound. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/ folding of implant: unable to observe since it is not related to the device. ¿ calcification: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Healthcare professional later reported simple cysts and calcification via mammogram and calcification via mammogram and ultrasound. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture-breast: not observed. Capsular contracture-breast: unable to observe since it is not related to the device. Crease/folding of implant-breast: observed, fold creases. Calcification-breast: not observed. Cyst-breast: unable to observe since it is not related to the device. Additional observations: deformation is observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade IV. Later reported "patient carrier of retro glandular mammary prosthesis, with calcification and irregularity of the capsule... Bilateral simple cysts of less than 1 cm, echogenic content and multiple folds of the prosthetic membrane. "Periprosthetic capsules, exereris: fragments compatible with periprosthetic capsules, with signs of fibrosis and calcification." The device has been explanted.